Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "peroral endoscopic myotomy in treatment-naïve achalasia patients versus prior treatment failure cases". The literature reported the result of 502 achalasia patients with peroral endoscopic myotomy (poem) using olympus ucr from january 2013 to november 2016. In the subject cases, capnopericardium occurred in 2 patients and capnothorax occurred in 2 patients. Therefore, omsc will submit 4 medical device reports (MDR) depending on the event. This report is 1 of 4 reports.